Event description:
Healthcare professional reported "breast implant bilaterally, presenting accommodation folds (mostly on the left).", "simple aspect cyst bilaterally", "hardening of breast prosthesis", "pain in the left breast", and "small amount of surrounding fluid." Device remains implanted. This is left side record.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "breast implant bilaterally, presenting accommodation folds (mostly on the left).", "simple aspect cyst bilaterally", "hardening of breast prosthesis", "pain in the left breast", and "small amount of surrounding fluid." Device remains implanted. This is left side record.